Event description:
During a routine check up of the panorama wireless transceiver (tim), the customer reported that the tim had a power supply failure. Patients were being monitored on the panorama central station with ambulatory telepacks. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit and observed that the tim had no power and the panorama central station appeared to have been rebooted. Corrections included a replacement of the tim power supply and rebooting of the panorama central station. The system was tested to factory's specifications. If functioned normally and was returned to use.